Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and had insufficient sealing. The procedure was completed with no known impact or patient consequence.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) was analyzed and found to the instrument was recognized when place on an in-house system but failed mechanical engagement and triggered a 22026 error (blade exposed) and likely causing the sealing issues. The instrument inputs failed to engage with the sterile adapter after three out of three attempts. The instrument was found to have dislodged blade. A visual inspection showed that the blade was exposed. No conductor wire damage or snake wrist damage was found. A review of remote fe log showed one error 22025 of blade jammed and two errors for 22026 failed during homing. During the failure analysis (fa) the instrument retracted the blade. It was installed back on the in-house system and passed during the initialization. The instrument was found to have dislodged blade. A visual inspection showed that the blade was exposed outside of the blade garage measuring 128". No conductor wire damage or snake wrist damage was found. There was no significant bio debris found at the instrument tip. Fa measured the knife slot, and it was at 0.026". Fa verified the jaw ceramic dots were present. The complaint was confirmed by failure analysis.